Event description:
It was reported that a patient underwent a gynecolgocial procedure on (B)(6) 2012. During the procedure, the handpiece stopped working. The physician took the same handpiece to a second motor drive unit and it worked with no problem. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.